Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents. The cause of the reported difficulty and subsequent treatments are likely due to the circumstances of the procedure. In this case, it is likely the excessive suture tension or suture/ nick damage during knot advancement, however this cannot be confirmed. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigation's have been established for possible causes. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, a suture break occurred while advancing the knot. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.